Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had electronic component failure. A field service engineer identified that the fridge was reported as failed due to the device not being detected on the bus. The engineer inspected the rear of the fridge and found it was disconnected from its cable. The cable was reconnected, and a power dissipation reboot was performed. After the station powered back on, the fridge continued to display as failed; however, the customer was able to receive the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator system device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.